Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It has been reported that the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube has been found experiencing poor gel separation after use. The following has been provided by the initial reporter: it was reported that the gel does not rise well and that the separation between the cells and serum is inadequate. Event description per attached email states, "the gel does not rise well, the separation between the cells and the serum is inadequate."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube has been found experiencing poor gel separation after use. The following has been provided by the initial reporter: it was reported that the gel does not rise well and that the separation between the cells and serum is inadequate. Event description per attached email states, "the gel does not rise well, the separation between the cells and the serum is inadequate."